Manufacturer narrative:
Field complaint of premature discharge of battery was confirmed. The device was received from the field with battery voltage at end of life (eol). Device was cut open and analyzed, showing high current. Analysis was performed with a new battery, and analysis indicates leakage of an electronic component, which caused high current and battery depletion. Session records were reviewed and showed maximum output of device for length of implant. Longevity assessment was performed, device did not meet projected longevity and is considered premature battery depletion.

Event description:
New information received notes the implantable cardiac monitor was explanted. The patient was stable.

Event description:
It was reported that premature battery depletion was observed. The clinic will contact the patient. No change was made. The patient¿s condition was stable.